Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Surgeon reported the non-connection between the femoral component and the taproot. Polio patient treated 3 months ago for revision of knee prosthesis by affixing of mrh system. About three months after the operation, the patient returns for examination and the complete decoupling between the stem and the femoral component is detected by radiographic examination. The femoral part was revised using the gmrs system.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a duracon stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: the surface of the stem has damage resulting from explantation. Thread damage observed. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the undated ap knee x-ray shows a distal femoral replacing tka. With separation of the distal femoral component and the femoral stem. The lateral x-ray shows a distal femoral replacing knee with a gmrs style femoral stem. Separation of a stem from a distal femoral replacing component is confirmed. The root cause for this mechanical complication cannot be determined from the limited documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the stem from the femoral component. A review of the provided medical information by a clinical consultant indicated: "the undated ap knee x-ray shows a distal femoral replacing tka. With separation of the distal femoral component and the femoral stem. The lateral x-ray shows a distal femoral replacing knee with a gmrs style femoral stem. Separation of a stem from a distal femoral replacing component is confirmed. The root cause for this mechanical complication cannot be determined from the limited documentation provided." Visual inspection of the returned device indicated that the surface of the stem has damage resulting from explantation. Thread damage was also observed. Functional and dimensional inspection not performed as the devices were returned damaged and any inspection would not be indicative of its manufactured state. Further information such as pathology reports, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was reported that the patient has polio, and this pre-existing condition may have contributed to the device failure. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon reported the non-connection between the femoral component and the taproot. Polio patient treated 3 months ago for revision of knee prosthesis by affixing of mrh system. About three months after the operation, the patient returns for examination and the complete decoupling between the stem and the femoral component is detected by radiographic examination. The femoral part was revised using the gmrs system.

Event description:
Surgeon reported the non-connection between the femoral component and the taproot. Polio patient treated 3 months ago for revision of knee prosthesis by affixing of mrh system. About three months after the operation, the patient returns for examination and the complete decoupling between the stem and the femoral component is detected by radiographic examination. The femoral part was revised using the gmrs system.

Manufacturer narrative:
An event regarding disassociation involving a duracon stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the undated ap knee x-ray shows a distal femoral replacing tka. With separation of the distal femoral component and the femoral stem. The lateral x-ray (presumably taken following the revision) shows a distal femoral replacing knee with a gmrs style femoral stem. Separation of a stem from a distal femoral replacing component is confirmed. The root cause for this mechanical complication cannot be determined from the limited documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the stem from the femoral component. A review of the provided medical information by a clinical consultant indicated: "the undated ap knee x-ray shows a distal femoral replacing tka. With separation of the distal femoral component and the femoral stem. The lateral x-ray (presumably taken following the revision) shows a distal femoral replacing knee with a gmrs style femoral stem. Separation of a stem from a distal femoral replacing component is confirmed. The root cause for this mechanical complication cannot be determined from the limited documentation provided." Further information such as return of the device, pathology reports, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was reported that the patient has polio, and this pre-existing condition may have contributed to the device failure. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.